Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure the balance middleweight (bmw) elite guide wire proximal yellow identifier peeled off three times when the balloon dilatation catheter was advanced. The bmw was replaced with a bmw universal ii guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to the guide wire identifier peeling was confirmed, with 4mm missing from the distal end. The separated portion was not returned. There were offset coils proximal to the marker for a length of 1.5mm. The outer diameters of the guide wire were measured and met manufacturing criteria. It was reported that the guide wire was used 3 times in the procedure with another devices with no difficulties noted and there was no damage noted to the guide wire during the inspection prior to use. It is likely that the multiple use and interactions with devices contributed to the guide wire identifier tearing. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related to peeling guide wire identifiers was noted. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.